Event description:
User reported that a portion of the tampon remained inside their vagina. A physician removed the piece of the tampon that had broken off and prescribed an antibiotic. There was no indication of any adverse health consequence associated with this incident.